Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was capped and replaced. The patients condition is good after the procedure.